Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply bag had disconnected without falling. The technical service representative assisted the patient with ending therapy. The patient would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag disconnected from a supply line during therapy, which is a known cause of the system error 2240 alarm. The cause of the disconnection was undetermined. Should additional relevant information become available, a supplemental report will be submitted.